Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the act button wasn't working and the device alarmed a button error. Customer didn't recall his blood glucose level. He didn't recall any significant event which may have caused the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.